Event description:
Pt is a home ventilator pt. Pt was awake and alert and sitting in a living room chair when they became flushed in appearance. A few minutes later their color worsened and their spouse and hired care giver could not tell if the pt was breathing. Spouse placed the pt on their back-up ventilator, but the o2 supply wasn't connected to the vent circuit. The pt was then bagged while 911 was called. After the event the pt's spouse stated they couldn't remember the 1st vent alarming or having silenced the alarm. They also stated ems crew noticed the vent alarming and turned the same off before leaving en-route to the hospital, however. Preliminary eval by the hospital's clinical eng dept could not duplicate the problem.